Manufacturer narrative:
(B)(4). Additional information: the analysis found that one pse60a device was returned in good visual condition and with no cartridge loaded on the device. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The reported event could not be confirmed as the device performed without any difficulties noted during the functional testing. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.

Event description:
It was reported that during a gastric bypass procedure, it seems that the device is generating much more bleeding on the staple line. This bleeding is occurring specifically during a gastric bypass on the remaining stomach. It means that it¿s not bleeding on the gastric pouch but on the remaining stomach. It¿s not occurring in between two firings but in the middle of one staple line. Like if the right side (surgeon hand) of the cartridge was scratching the tissue and generating bleeding and generating a weakness point which generates a fistula (seventy two hours) after intervention. The patient had to come back urgently to the hospital for an additional emergency intervention. The device has been discarded.

Manufacturer narrative:
(B)(4). Information was not provided by the contact. Information is unavailable; device was not returned for evaluation. Videos. Additional information was requested and the following was obtained: surgeon has done around 1500 bariatric procedures and knows perfectly the echelon and follows all the in-services recommendations. The following information was requested, but unavailable: what was the cartridge selection for all steps of this procedure? Was buttressing material used? How was the fistula/leak identified? Was there any issue with staple formation noted in the primary and secondary operation? Is the device being returned for analysis? Video analysis: based on the video evidence of the subject pse60a the event description can be confirmed; staple line oozing/bleeding does occur. Unfortunately, there is not enough evidence to determine the cause of the complication.